Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening linear on radius and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease sharp on radius, wear abrasion and crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.